Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. According to the complainant, the patient experienced some discomfort and pain post procedure. The patient was still able to walk, drive and be active, though slower. On (B)(6) 2020, the patient started with cyberknife radiation therapy and completed it on (B)(6), 2020. After radiation, the patient pain increased which was described as it felt like sitting on a needle. The patient had pain when walking and sitting, and spends much of the time laying down. The patient also had rectal bleeding. On (B)(6) 2020, the patient consulted the doctor. The discomfort might be caused by muscle damage. The symptoms did not alleviate after the consultation so the patient went to the emergency room (ER). On (B)(6) 2020, a computed tomography (CT) scan was performed. The result showed that it "looks ok". As of (B)(6) 2020, the oncologist viewed the CT scan and compared to the MRI prior to radiation treatment. The oncologist thought that the hydrogel was expanding. The patient is currently on antibiotics. The patient still has discomfort with driving and moving slower.